Event description:
The company was informed that the patient reportedly experienced sound quality issues with his device. Testing the device revealed out of range impedances. Surgery to explant the patient's device will be scheduled.